Event description:
It was reported that this patient felt diaphragmatic stimulation. Upon device check of this pacemaker in clinic, it was discovered that there was right ventricular (rv) lead pacing impedance (pli) measurements greater than 3000 ohms which resulted in a lead safety switch (lss) to unipolar configuration. It was noted that there was noise but no pacing inhibition on the presenting electrogram (egm). There was loss of capture (loc) confirmed by charge test by a health care professional (hcp). Technical services (ts) recommended external pacing system since patient is pacing dependent. A revision procedure was performed where the rv lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported. Currently, this pacemaker remains in service.

Event description:
It was reported that this patient felt diaphragmatic stimulation. Upon device check of this pacemaker in clinic, it was discovered that there was right ventricular (rv) lead pacing impedance (pli) measurements greater than 3000 ohms which resulted in a lead safety switch (lss) to unipolar configuration. It was noted that there was noise but no pacing inhibition on the presenting electrogram (egm). There was loss of capture (loc) confirmed by charge test by a health care professional (hcp). Technical services (ts) recommended external pacing system since patient is pacing dependent. A revision procedure was performed where the rv lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported. Currently, this pacemaker remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.